Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had broken reservoir compartment and reservoir was not able to lock in place. Customer's blood glucose was 229mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case. The p-cap/reservoir lock into place properly.